Event description:
The filter basket could not be loaded into the deployment sheath. Analysis of the returned device indicated that microscopic analysis of the filter basket indicated that the membrane was stripped back. The physician changed to a non cordis product to complete the procedure.

Manufacturer narrative:
It was reported that the physician was unable to load the filter basket into the deployment sheath. Analysis of the returned device indicated that the filter basket membrane was stripped back. The physician changed to another device to complete the procedure. There was no reported patient injury. One non sterile angioguard was received coiled inside a plastic bag. The angioguard and capture sheath were received for analysis. A 29cm distal section of the capture sheath was observed to be bent. A 6.5cm of the deployment sheath was unzipped at 26cm from tip. No anomalies were observed in the delivery wire. The filter basket was received deployed and no anomalies were observed. The torque device was received for analysis and no anomalies were found. The coil dispenser was not received for analysis. The bent condition found in the coil could be related to the shipping and/or storage of the sample. The filter basket was inspected under microscope; it was observed during microscopic analysis that the membrane was stripped back. Functional analysis was attempted to be done; however, it could not be achieved due to the unzipped condition of the sheath as well as the stripped back condition of the membrane. (B)(6) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10207971. This packaging lot contained 90 units, which were shipped from lake region medical on (B)(4), 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery system- loading (docking) difficulty¿ was confirmed as per the observed conditions; the cause of this reported event might be related to the unzipped condition of the deployment sheath and the stripped back condition of the membrane. In addition, the functional analysis could not be performed owing to the unzipped condition of the sheath as well as the stripped back membrane. Moreover, the unzipped condition on the sheath and the stripped back condition of the membrane could be related to procedural factors. The bends on the capture sheath could be related to the shipping and storage of the sample. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore, no corrective or preventive actions will be taken at this time. From the analysis of the returned device it is possible that procedural factors may have been responsible for the reported event. Pulling the filter basket back to far into the deployment sheath can cause the filter basket struts to deform and the membrane to tear. There were no obvious signs of a manufacturing issue.